Manufacturer narrative:
The explanted valve underwent visual inspection and functional testing. No issues were found with the device during visual inspection. A steady state pressure test was also conducted on the unit to mimic the physiological flow conditions of the human eye, where the resulting pressure in the system measured and yielded passing results. The returned valve met the acceptance criteria and performed as expected. The issue of high iop as reported by customer could not be replicated or confirmed.

Event description:
There was a little bit of strange feeling when priming the agv fp-7, but we carried out this operation. Pre-op iop 22mmhg went up to 26mmhg post-op, and re-operation is planned. Date of re-operation not known. We will notify you again after we received the explanted valve.

Manufacturer narrative:
The device history record for the reported lot was reviewed and no issues were observed. The product was manufactured, tested, and released per validated procedures.device return is pending confirmation of availability. If the device is returned to new world medical, an addendum will be filed upon completion of the evaluation.